Event description:
Left ruptured implant/right marked bleed incipient rupture. A 42 yr old wg3p3 female status post bilateral subglandular inframammary petite cronin for augmentation 5/29/70-always firm no history of trauma & occasional left tenderness positive systemic arthralgias/myalgias, parathesias, fatigue, neurocognitive problems, sicca symptoms, hair loss, rashes, sob, gi/gu problems. Xeromammogram suspicious microleak '93 exam positive bilateral iii contractures right greater than left and left softer smaller. Otherwise healthy, nonsmoker. Surgery 8/15/94 for right marked bleed left ruptured bilateral marked cloudy moderate yellow with dacron patches-liquid gel-moderate capsules contracted with leaky right calcium weight right 190 left 230.